Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
The patient had received a diagnosis of lung cancer with metastasis and had tried chemotherapy and radiation therapy, however, she was referred to hospice in (B)(6) 2016 and passed away on (B)(6) 2016. The death was reported as not related to enb device or index procedure performed on (B)(6) 2015.